Event description:
It was reported that the operator experienced a burn on the hand from smartxide2. User error contributed to this event since the scanner was not secure during treatment. Operator was pressing the foot pedal while trying to tighten the scanner. Instead of tightening the scanner, operator had loosened the scanner. Labeling states: ensure the scanner collar is fully and securely tightened. The device was confirmed to be operating within laser specification. Since the customer site complained of the laser firing upon the operator's hand, this event is reportable as an aro (accidental radiation occurrence) related injury.